Event description:
It was reported that the guide catheter (subject device) was intended to be used for the medical procedure. However, during the use it was noticed that the subject device was unwrapped and was found to be fractured at multiple locations. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1/2 reports.

Manufacturer narrative:
This is 1/2 reports. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the physician reported the fact that there were no anomalies with long sheaths and boxes before opening. Everything was prepared as described in dfu. During the process, it was noticed that the long sheath was unwrapped. After the product was removed, it was seen that there were fractures at different points along the sheath. Another long sheath 80 cm was tried to be used. But it was reported that the same thing happened with that one too. This long sheath was removed also and the procedure was completed with a different sheath. The patient was stable after the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the guide catheter (subject device) was intended to be used for the medical procedure. However, during the use it was noticed that the subject device was unwrapped and was found to be fractured at multiple locations. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.